Event description:
The manufacturer received information alleging the device will no longer charge or get power to it. The device has been returned toa third-party service center, but evaluation has not yet begun. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging the device will no longer charge or get power to it. The ventilator was evaluated by third party service center and the customer¿s complaint was confirmed. During the evaluation of the device at the third-party service center, the device failed a test step during testing. The device's blower was replaced to address the issue.